Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed due to the patient's calcified anatomy. The valve was successfully implanted at an implant depth of 3mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). Before the access site was closed but after full deployment, the valve dislodged to an implant depth of 18mm on both the ncc and lcc. Per the physician, the cause of dislodgement was the patient's calcified anatomy and mixed aortic stenosis/aortic insufficiency. Paravalvular leak (pvl) was reported as a result of the dislodgement. No post-dilation was performed, but a second transcatheter valve was implanted valve-in-valve on the same day. No procedural delay occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012162434); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one static image was provided for review. The image provided shows two valves implanted. The cause of the dislodgement cannot be determined. However, it was reported that the patient had mixed aortic stenosis/aortic insufficiency. As stated in the in structions for use (IFU), the safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in patient populations presenting with the following: mixed native aortic valve disease (aortic stenosis and aortic regurgitation with predominant aortic regurgitation [3¿4+]). The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.